Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "believed to have a leak". Device remains implanted.

Event description:
Healthcare professional reported left side "believed to have a leak". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "believed to have a leak". Device has been explanted.

Event description:
Healthcare professional reported left side "believed to have a leak". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved, creases fold and brown particles on the shell. Leak test and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool.